Event description:
Primary procedure, right reverse shoulder. It was reported that on impaction, the threads of the glenosphere impactor broke off in the implant. The threads were removed and a second device was used to complete the procedure successfully with a delay of approximately 2 minutes. Rep confirmed that no further information is available.

Manufacturer narrative:
Correction: sections d9, h3. The reported event could be confirmed. The device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device, most probably combined to the fact that the impactor was not fully engaged/ not in alignment to the glenosphere. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate handling of the device (use of excessive force, most probably combined with the toggling of the device). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Primary procedure, right reverse shoulder. It was reported that on impaction, the threads of the glenosphere impactor broke off in the implant. The threads were removed and a second device was used to complete the procedure successfully with a delay of approximately 2 minutes. Rep confirmed that no further information is available.